Event description:
Error message on ventilator saying "inlet filter blocked." The inlet filter was changed, but the vent kept alarming. Ventilator switched out. The vent download had an error message stating "compiled with problems". There was no injury or adverse issues to patient.